Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient did not remember how to use the patient programmer (pp) and wanted to increase a setting. They had a return of symptoms and shaking returned on the right side. Stimulation was verified as being on. The left showed 3.20 and the right showed 3.80. The patient increased the left to 3.60 and got the upper limit reached message when trying to increase it further. It was noted the patient had back surgery and was at a long term facility. No further complications were reported or anticipated with this event. 2019-mar-08 (B)(6) (con, hcp): additional information was received: it was reported that the hcp stated the cause of the return of symptoms was stress of surgery. The issue had been resolved. The patient had stated that the circumstances that lead to the issue were back surgery and their change in health. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient did not remember how to use the patient programmer (pp) and wanted to increase a setting. They had a return of symptoms and shaking returned on the right side. Stimulation was verified as being on. The left showed 3.20 and the right showed 3.80. The patient increased the left to 3.60 and got the upper limit reached message when trying to increase it further. It was noted the patient had back surgery and was at a long term facility. No further complications were reported or anticipated with this event.